Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: incomplete sheath splitting and clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer advancement, the sheath did not split completely. The device was removed without difficulty and the clip was found in the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.